Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged from 20 mg/dl to 300 mg/dl; cause of the low bg was unknown. Customer consumed carbohydrates to address low bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.